Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data, with oversensing of noisy signals noted. Ts discussed stored data, as well as programming options since the patients rhythm had a low amplitude. Ts discussed troubleshooting steps for in clinic examination. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data, with oversensing of noisy signals noted. Ts discussed stored data, as well as programming options since the patients rhythm had a low amplitude. Ts discussed troubleshooting steps for in clinic examination. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The manufacturing process for this electrode model included extensive inspections to ensure that the finished product met specifications prior to distribution, including validation of sterility and a series of visual, functional, and electrical tests. There is no indication that the referenced event was related to the manufacturing process. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.